Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic vertical gastrectomy procedure. The stapling device was being applied to the stomach antrum region. The first shot of the stapler failed. The gastric antrum tissue was very thick. After loud triggering the stapler handle did not work anymore. In order to resolve the issue and complete the case, another manual stapling handle was opened and worked normally. There was no patient harm. The patient outcome is alive, no injury.